Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the unit inconsistently fails the fio2 calibration and gives error codes e51-e53. There was no patient involvement associated with the reported issue.